Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-08372. It was reported (B)(6) ) the patient did not charged and used the ipg as recommended as the patient was not receiving effective stimulation. Reprogramming was tried multiple times to no avail. The physician indicating the ineffective stimulation is may be due to the lead position as the physician was unable to implant the lead as intended due to scar tissue and patient¿s anatomy. The ipg was deemed inoperable. Surgical intervention may be taken to address the issue. Device information is unknown at this time.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-08372. Additional information received identified the patient underwent successful trial for different mode of therapy. The ipg was explanted and replaced with another model which resolved the issue.